Event description:
It was reported that right atrial lead exhibited lead fracture. The lead was capped and replaced. On (B)(6) 2013, the capped lead was explanted as it had dislodged.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis confirmed the complaint. Indications of conductor fracture and shorting. Inner insulation damage was noted at the site of clavicular crush damage.